Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the rep plans to provide further in-service training for the surgeon and provide alternative product options in cases with larger target structures.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired on the duct and would not open. The device was pulled off the duct and removed from the case. The surgeon used suture to ligate the duct laparoscopically. It is unknown if a cholangiogram was performed in the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9114g. The analysis results found that the el5ml device was returned with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.